Event description:
Customer reported infusion testing was performed on this pump during biomed testing. Testing was performed with a 20 ml becton dickinson syringe. Pump was programmed to administer 125 ml/hour. Pump actually administered 127 ml/hour. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
Device has been requested evaluation. If device is received, and an evaluation performed, a follow up report will be filed.